Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04974. (B)(4). It was reported that myocardial infarction occurred. In (B)(6) 2017, clinical status assessment indicated the patient¿s qualifying condition as stable angina. The patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal right coronary artery with 80% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The lesion #1 was treated with pre-dilatation and placement of 3.50x20mm synergy¿ study stent with 5% residual stenosis. Target lesion #2 was located in the first obtuse marginal with 80% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The lesion #2 was treated with pre-dilatation and placement of 3.50x24mm synergy¿ study stent with 5% residual stenosis. On the same day, the patient was discharged on dual aspirin and clopidogrel. One day post procedure, the patient was noted to have angina and per cardiologist, there was an occlusion of the marginal sub-branch. Subsequently, cardiac enzyme levels were noted to be elevated (peak ck-mb: 20.10 mcg/l, uln: 3.38 mcg/l; peak troponin I: 6.27 ng/ml, uln: 0.12 ng/ml). The patient's chest pain was relieved post taking medication. No action was taken in response to the event. The following day, the event was considered resolved.